Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 870 mg/dl. The customer's son stated that the customer last changed his infusion set two days before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.